Event description:
A customer reported that during a procedure, a system displayed an occlusion while in the sculpt mode. The case was completed after exchanging the handpiece, tip, cassette and resetting of the console, which resulted in a delay. There was no alarm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. A review of the system's event log was performed and revealed no system messages that might indicate the occurrence of the reported event. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).